Manufacturer narrative:
A serious injury has been alleged against the cycler machine. Due to lack of info, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation. See related mdrs: 1713747-2014-99932 and 2937457-2014-00506.

Event description:
A peritoneal dialysis (pd) pt reported their cycler turned off in the middle of fill 3. The pt was unable to complete treatment. In f/u with the pt's pd nurse it was noted the pt went to the emergency room and a kidney, ureter, bladder x-ray (kub) was done. An infection was found at this time and the pt was subsequently hospitalized for three days due to peritonitis.

Manufacturer narrative:
Medical record review. Due diligence has been performed by the manufacturer to obtain additional information regarding the patient event. Medical records were received but had no information about the reported event. As a result, a medical record review could not be performed. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the pt event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. The DHR review was performed on the lots listed in lot trend evaluation section. There are no records of nonconformance reports or other abnormalities during the assembly of these lots. See related mdrs: 2937457-2014-00506 and 1713747-2014-99932.

Manufacturer narrative:
Medical record review. Medical records were received and reviewed by post market surveillance clinical staff. It was noted that there is no documentation in the medical records regarding this event of peritonitis. The medical records report that patient was admitted into the hospital on (B)(6)2013 and transitioned from peritoneal dialysis to hemodialysis due to poor ultrafiltration.